Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having t10-iliac posterior fusion. It was reported that the rod has broken in the body at l4-5 level and the revision surgery was performed on (B)(6) 2022 where reinforcement of 3 rods for the broken rod was performed at l3-s1. The initial surgery was performed on (B)(6) 2017. During revision surgery there was an error in ordering arrangements and the missing parts were overlooked. The case required 2 or more kits, but out of the 2 kits, the one kit had missing parts, and it was overlooked. For the surgery, two 40 sizes were required, but they were substituted with size 35 and 50. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Country: (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.